Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
During an asd implant procedure, when flushing loaded asd device within the loader prior to placement into delivery sheath, air bubbles could be seen entering the loader chamber via the hemostatic valve at the proximal end through which the pusher was passed. Placing a thumb over the distal end of the loader and flushing resulted in liquid squirting through hemostatic valve at low pressure, loader valve integrity. All bubbles were successfully flushed, and case went ahead successfully. Loader is available for return and analysis. Case ended in successful positioning of asd device. Customer complaint only relates to valve on loader, remainder of odsiii kit functioned appropriately."

Manufacturer narrative:
No product was provided for analysis. The customer was unable to locate the product and no images were provided regarding this complaint. All bubbles were successfully flushed, and case completed successfully. Case ended in successful positioning of asd device. There were no patient consequences reported. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. Inspection procedures require any oscor product to pass all in-process and qa final inspection before shipping to the customer. At this time, it is not possible to assign a definitive root cause for the event as reported. The complaint is non-verifiable as the product was not returned for evaluation. Per IFU, instructions for use when delivery sheath is used with loader: a loader is to be used at a physician's discretion to open the valve of a delivery sheath for ease of insertion of a diagnostic and/or therapeutic device into the delivery sheath. Based on the investigation, a CAPA is not required. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.